Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the investigation performed it is confirmed that the deployment mechanism was actively used and that the stent was partially deployed when a force transmitting component fractured. It also confirmed that the partially released stent did not fracture during removal. During sample evaluation the stent could be released easily by applying force in the distal section. Therefore, increased friction during the attempt to release the stent was considered as reason for excessive release force and subsequent fracture of a force transmitting component. No indication was found for a manufacturing related issue. Potential factors that could have led or contributed to increased friction and subsequent deployment failure have been evaluated. The event reported may be use related as rough handling especially during unpacking may lead to deformation and subsequent release force increase. Based on the information available, a definite root cause for the event reported could not be identified. The instructions for use (IFU) sufficiently address this potential risk . The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Furthermore, the IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used'.

Event description:
It was reported that during a vascular stent procedure in the sfa, the vascular stent was partially deployed when the deployment mechanism became unresponsive; therefore, the partially deployed vascular stent and deployment system were exchanged over the guide wire without incident. A new vascular stent system that was prepped and deployed successfully. There is no reported patient injury.